Event description:
Device 1 of 3 . Reference MFR. Report#3006705815-2018-01836. Reference MFR. Report#3006705815-2018-01837. Additional information received identified two of the leads were explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively. It is unknown which leads were explanted replaced. Therefore explant date is added for all the leads.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#3006705815-2018-01836. Reference MFR. Report#3006705815-2018-01837. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may be taken at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.